Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-04572. It was reported the patient experienced difficulty urinating following the permanent implant of the scs system. The patient ran a fever and was prescribed antibiotics, and the physician noted the implant wound looked healthy. The patient was referred to a urologist, and underwent a procedure to help alleviate his symptoms, and urinary retention was restored. Postoperatively, the patient reported not believing the issue was related to the scs system.